Event description:
The customer reported that the therapy knob failed. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.